Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a routine tracheostomy tube change the patient felt something sticking into the trachea and experienced d iscomfort while the tube was in place. Attempts to reposition the tube were unsuccessful, and the tube was replaced with the same size and style, which resolved the issue. Upon inspection, a sharp edge was detected by touch on the end of the tracheostomy tube shaft, although it was not visible. The tube had been in use for less than one hour prior to removal, and ky was used for lubrication during insertion. The event occurred in the home setting, and the patient remained stable.